Manufacturer narrative:
Initial and final MDR 1952504 - MDR 3003442380-2024- 22657 - device 7 of 8.

Event description:
Reference number (B)(4) event occurred in the spain from (B)(6) 2024, it was reported that the patient encountered infusion set cannula was kinked within 3 hours of insertion. The infusion set was used for few hours. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.